Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The lot number was identified and the device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to company acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the blunt knife experienced by the customer cannot be determined. The most likely cause of bluntness is damage to blade. However, based on the information above it is unlikely that the damage occurred during the manufacturing process. Some potential causes are reuse, improper handling by the customer, improper handling during shipping, or contact with another instrument on the instrument tray during procedure setup. (B)(4).

Event description:
A nurse reported that a disposable knife had poor cutting performance. The knife was exchanged and the new one was used without any problem. There was no harm or consequence to the patient reported.